Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an intractable spasticity. It was reported that there was a refill issue with the patient's pump. It was reported that they were not able to fill the patient's pump to capacity and stated that they wanted some guidance on monday when they do the fill and for a rep to come out and supervise. It was reported that the healthcare provider (hcp) doing the refill was the surgeon and not the managing hcp. Technical services (ts) reviewed airlock valve procedure and stated that they would call back if they had any issues doing the refill. It was reported that the caller did not know when the issue started or when they had the refill issue. No symptoms or patient complications were reported. Additional information was received from a company representative (rep) and healthcare provider (hcp) reporting that the patient's weight was unknown. It was reported that the cause of not being able to fill the pump to capacity was not known. Actions/interventions taken were the patient was scheduled for a refill on 2024-01-04. It was unknown if this event had resolved.